Manufacturer narrative:
Product complaint #: (B)(4). Batch number: p57k1h. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45w cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: was the powered reverse button tried before the manual override? No. Did the device cut and staple completely? If not, how far? Unknown. How many times was the manual override lever pulled it attempts to open? Not counted. How was the device eventually removed? Yes. What was the approximate blood loss? 300ml. Was a transfusion required? Yes. Were any unusual noises heard? ¿low battery noise¿. What is the current patient status? As of (B)(6), patient was stable.

Event description:
It was reported that during a whipple procedure, the stapler jammed and was stuck on a vessel. The manual over ride was tried and it failed to open the jaw. They were on the portal vein it wouldn't come off. It was jammed. And the patient was actively bleeding. When they called the sales rep, she didn't know they had manually backed it out already. So when she said to use the reverse button they couldn't. To then reverse the battery. They completed the case with another stapler and stapling it off. Patient needed three hundred milliliters of blood. Patient is still in the hospital.